Event description:
The critical alarm occurred due to motor stall. Several stalls and recoveries occurred starting (B) (6), 2010. It was recommended to replace the pump. The patient identity was unknown. Further follow-up was not possible.

Manufacturer narrative:
(B) (4).